Event description:
Same case as: 6000089-2006-01751. It was reported that post a coronary drug eluting stenting treatment procedure, a sub acute stent thrombosis occurred. The totally occluded lesion being treated was located in the mildly calcified, severely tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a 2.0x20 mm balloon. A 2.75x28 mm taxus express2 drug eluting stent was successfully placed. The stent was well apposed. A 2.75x24 mm taxus express2 drug eluting stent was placed in the mid lad. Two days following the initial procedure, the pt experienced a stent thrombosis in both the 2.75x28 mm and the 2.75x24 mm taxus express2 stents. The pt had not been taking antiplatelets or asa after the initial implant or at the time of the thrombosis. Angioplasty was not performed. The procedure was completed with a different device. Pt left the hosp on the afternoon of the reintervention. No add'l pt complications were reported. Pt status reported as "clear".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.